Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that the customer had low blood glucose and coronary artery disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller stated the customer was at 600 mg/dl before sleeping, woke up and tried to grab food and collapsed in front of the fridge, and went down to 0 mg/dl causing the cardiac arrest. The caller declined to return the insulin pump for analysis.